Event description:
It was reported the device displayed -no disposable pump clamp tubing- alarm. Settings reviewed and pump restarted. Display reads -run- at the end of the call. Patient will call hotline if there are further pump related issues. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: b5: initial reporter occupation was updated to non-healthcare professional on (B)(6) 2022. The information was provided in the notification email. (B)(6) 2022 is when the missing initial reporter occupation was discovered).